Event description:
It was reported that there was a tiny pinhole in the patient line of the homechoice cassette which resulted in a leak. The hole was located a foot from the connector. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed and leaks were observed on the patient line tubing located approximately nine inches from the beige connector, on the white clamp supply line tubing approximately nine inches from the blue shrouder, and on the blue clamp supply line tubing approximately eight inches from the blue shrouder. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue caused by the flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.